Event description:
Additional information received on 16feb2021: the filter removal surgery will be performed on (B)(6) 2021. The patient underwent retroperitoneal lymph node dissection for testicular cancer in 2014. The physician got the surgery record from the hospital. It was already stated in the record that one leg of the filter had come out in the abdominal cavity, and the doctor wrapped the leg with greater omentum and finished the procedure. According to the physician, the surgery scheduled to be performed on (B)(6) is expected that there are widespread adhesions because this surgery is the second intra-abdominal surgery, and it is possible that adhesions cannot be removed even if the abdomen is opened.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigation findings: it was reported that an unknown tulip filter was placed in the ivc 8 years ago has perforated the ivc and duodenum. The patient had symptoms such as anemia. The filter was successfully removed. Multiple drawings of a surgical procedure, a single sagittal slice of a CT scan and two photographs was provided for imaging review. Per imaging reviewers¿ findings: ¿the single sagittal slice of a CT scan of the abdomen and pelvis with IV contrast demonstrates an ivc filter seen with hook at the level of the inferior endplate of the l2 vertebral body. On this single image there is likely a perforation of the anterior leg through the wall of the ivc, however, this is not well evaluated due to volume. Multiple drawings from the surgical procedure associated with removal of the ivc filter combining both an open surgical and endovascular approach describes the techniques utilized to expose the inferior vena cava as well as a description of multiple legs perforating the wall of the ivc as well as into the duodenum. After removing the perforated components through the ivc, as well as the duodenum, the filter was then captured and retrieved endovascularly resulting in a tear in the ivc also requiring surgical repair.¿ per imaging reviewer´s impressions: ¿unfortunately, without additional imaging to evaluate the initial filter placement, and how this evolved over time, the exact etiology of the perforations would only be speculation.¿ cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Based on the provided information and imaging review it is unknown what caused the filter to perforate the ivc and the duodenum. Cook will reopen the investigation if further information or images is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Similar to device under 510(k) k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: cook's gunther filter which was placed in the ivc 8 years ago perforated the ivc and the filter stabbed the duodenum. The patient has a subjective symptoms such as anemia. The filter will be surgically removed in (B)(6) 2021. Patient outcome: unknown.